Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's lead partially broke when healthcare professional (hcp) was trying to remove it. Cause and contributing facto rs were noted as none. Issue was resolved at time of report. The battery was changed with no issues.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va09gz1, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.